Event description:
The reporter indicated that at implant, no pacing was observed after connecting the pacer to the lead. After confirming the connection between pacer and lead, "high ohms" were obtained via telemetry. According to the doctor's request, the pacer was replaced with another model 262-16, and no further anomalies were observed.